Event description:
Patient had the pump explanted. Device was 46 months old and at the last treatment the synchromed pump gave alarm sounds during treatment that occurred irregularly. At the last follow-up the patient had a remaining volume of 4 mls and it should have been 1.7ml. It was reported that the patient had experienced some withdrawal symptoms. It was also reported that the patient had to substitute drugs subcutaneously. The patient had a new pump implanted. Since the implant it was reported that as far as they are aware the patient has not experienced any problems with the new pump.